Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 14-aug-2020 / serial#: (B)(4). Device available for eval: yes, return date: 04-jun-2019. Device evaluation anticipated, but not yet begun dev rtn to MFR? Yes. Mfg date: 22-mar-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) during tether removal, the tether became stuck. It was noted the system was flushed 5-6 times, but the tether could not be removed any further. The leadless ipg and delivery system were removed and a new leadless ipg was implanted. Post procedure, it was reported the patient experienced pericardial effusion and pericardial centesis was performed. The second leadless ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Other relevant device(s) are: product ID# mc1vr01-delsys. Product event summary: a partial delivery system was returned and analyzed. The analysis indicated that the delivery system tether was knotted. The lumen of the delivery system was torn. The delivery system tether was broken/cut/pulled apart. The delivery system inner shaft was mechanically kinked/bent. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. Blood was observed on the tether tube of the delivery system. The analyst noted a partial delivery system was returned with the device intact with the tether but not recapture in the device cup, the tether pin was not returned, and a partial tether was not returned, the tether was cut. There is a knot in the tether at the recapture feature and is not affixed to the recapture feature. A partial piece of the tether remains in the distal end of the delivery system and a separate segment of tether (7.5 cm in length) was returned. The inner shaft is kinked at 1.7 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. The distal edge of the device cup is damaged. Articulation could not be tested due to the tether being cut and only a partial delivery system being returned. If information is provided in the future, a supplemental report will be issued.